Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that there were difficulties closing the tim20. There was no consequence to the pt.